Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5057273) in united states on 05-nov-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Additional information received on 25-nov-2015. She experienced pain in her lower back since shortly after they were placed. She also experiencing worsening symptoms of depression, heaviness in her limbs, increased bleeding during menstrual cycle, inability to focus, irritability, headaches, pain with intercourse, lethargy, burning sensation and swelling in her uterus, lower back pain became so bad she was no longer able to exercise and gained weight. She began taking adderall for her inability to focus. She saw several doctors over the years who did not think essure was the cause of any of these symptoms. Conclusions reached without any testing or experience with essure. She was told it could be age related, possibly perimenopause. She was very health otherwise. On unspecified she had a pelvic ultrasound that could not determine where the coils were in her body. She insisted on another pelvic ultrasound that was reviewed by a maternal fetal radiologist who specialized in reading ultrasounds of the reproductive area. Upon review of both the ultrasound and a stomach x-ray the coils were found to have migrated. It was not clear if it was one or both. On (B)(6) 2015 she had surgery to remove the coils. The surgery showed both coils had perforated her fallopian tubes and migrated to the end of the tubes. Several days after the surgery she was no longer having any lower back pain or burning sensation. Hospitalization, disability/permanent damage, required intervention were mentioned but not specified and/or assigned to one of the events. Product technical complaint investigation result: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced several non-serious events. She had a pelvic ultrasound that could not determine where the coils were in her body. She also had x-ray performed. The result showed both coils had perforated my fallopian tubes and migrated. She had surgery to remove the coils. This event is serious (hospitalization, disability/permanent damage, required intervention were mentioned but not specified and/or assigned to one of the events) and listed in the reference safety information for essure. In this case the exact date and mechanism of perforation were not known. However, given its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow up 04-mar-2016: the number of follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced several non-serious events. She had a pelvic ultrasound that could not determine where the coils were in her body. She also had x-ray performed. The result showed both coils had perforated my fallopian tubes and migrated. She had surgery to remove the coils. This event is serious (hospitalization, disability/permanent damage, required intervention were mentioned but not specified and/or assigned to one of the events) and listed in the reference safety information for essure. In this case the exact date and mechanism of perforation were not known. However, given its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information (perforation questionnaire) could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received 07-dec-2015: consumer updated her home mailing address. Regarding the essure lot number, she reported she saw some of these numbers on the card they gave her: ess305, underneath that there is another number (B)(4) and there is another sticker below this number and that is (B)(4). Consumer provided consent to contact both physicians (who inserted essure and who removed) in case of need for additional information. She also agreed to complete the questionnaire once received and return back. Ptc investigation result was received on 23-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: lot 654848 production date: 7/2009, expiration date: 7/2012. Lot 20183089 production date: 6/2009, expiration date: 6/2012. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced several non-serious events. She had a pelvic ultrasound that could not determine where the coils were in her body. She also had x-ray performed. The result showed both coils had perforated my fallopian tubes and migrated. She had surgery to remove the coils. This event is serious (hospitalization, disability/permanent damage, required intervention were mentioned but not specified and/or assigned to one of the events) and listed in the reference safety information for essure. In this case the exact date and mechanism of perforation were not known. However, given its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is expected.